Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 440 mg/dl. Customer blood glucose versus sensor glucose was off by over 100 points. Troubleshooting for calibration error alert was performed. Customer was advised that the sensor would be replaced.